Manufacturer narrative:
The associated legion visionaire cutting block kit was not returned for evaluation. Therefore a product evaluation could not be performed. However, case details have been provided. Therefore, an evaluation was conducted based on the information received. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. Our investigation including an engineering evaluation by our visionaire team noted that after evaluation, no root cause could be found for the complaint. All parts of the design were within visionaire standards. The part passed gauge inspection for anterior pinholes before shipping. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that a malfunction occurred during surgery. The cutting slot of the femur block was not completely molded so the surgeon ended up physically cutting through the femur block. Standard distal femoral cutting block used. No impact to the patient occurred. The patient still experienced a successful total knee replacement.